Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited abnormal noises while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited abnormal noises, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited abnormal noises while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver's external and internal components revealed no abnormalities. The electronic data did not reveal any new alarms that occurred while the driver was supporting the patient. Only permanent fault alarms are recorded in the driver's alarm history. Intermittent, recoverable and battery alarms are not recorded in the electronic data. The driver in "as received" condition passed all test acceptance criteria, which included normotensive and hypertensive settings, with no anomalies, alarms, or strange noises. The driver was tested for an additional 48 hours at normotensive settings, and the customer-reported issue was not functionally reproduced. The driver performed as intended, and there was no evidence of a device malfunction. The customer-reported noise posed a low risk to the patient because the driver continued to perform its life-sustaining functions. The driver was serviced. Based on days of use (dou), the service included the replacement of the motor/gearbox assemblies, piston and cylinder assembly (pca), main printed circuit board assembly (pcba), motor controller pcbas, and speaker pcba, before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.